Event description:
It was reported that the subject device universal cable sheath was broken and scratched, the light-guide fibers glass of the distal end was broken and the image was flickering and had horizontal stripes during cleaning and disinfection of an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields:h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the investigation results, a definitive root cause could not be determined. However, the most likely cause is that excessive pulling force caused damage, resulting in a broken universal cable sheath. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.